Event description:
The customer's mother reported via phone call that the insulin pump was not delivering insulin while priming. The insulin pump stopped delivering insulin after 10 units. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The customer was unable to troubleshoot. The alarm was resolved by an infusion set change. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to verify no delivery alarm due to prime anomaly. Insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.